Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient's skin had rubbed raw. The patient reported that their physician prescribed them neosporin cream for the reported irritation. The patient was scheduled to receive an ICD and would be ending use. The patient's medical outcome is unknown because the follow up was unsuccessful.